Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was found to be in unipolar configuration due to a lead safety switch (lss) which was triggered due to an out of range pacing impedance measurement. A review of the device data showed jumpy impedance measurements. Noise and oversensing resulted in inappropriately stored atrial tachycardia response events. A boston scientific technical services consultant documented and discussed the reported clinical observations. Follow up information confirmed the lead produced stable sensing and impedance measurements in bipolar configuration. No adverse patient effects were reported.